Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s mother stated that the patient said he felt off and attributed it to his allergies. The patient experienced shortness of breath, vomiting, and when he became incoherent, his mother called emergency medical services (ems). The cgm displayed 122 mg/dl; however, the patient¿s bg per ems was 576 mg/dl. The patient was transported the patient to the hospital where his bg upon arrival was above 900 mg/dl. The patient was admitted to the intensive care unit (ICU), treated with unspecified medications, IV insulin, and was intubated on a ventilator for five days. The patient spent ten days in the ICU and was discharged home after fourteen days. Additionally, the patient¿s mother reported the patient takes acetaminophen 650 mg, two tablets per dose regularly for arthritis and had taken it at the time of the event. Taking over 1000 mg of medication that contains acetaminophen is off-label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.